Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found no technical errors; however, the fse did confirm ¿gas loss in iab circuit¿ in the event logs. The fse performed preventative maintenance (pm) on the unit while on site. The fse then performed all calibration, functional and safety tests were passed per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) displayed a leak issue. There was no patient involvement, and there was no adverse event reported.